Event description:
The customer reported that image memory does not always start up or is delayed. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep transferred the resistance on the power supply plug and repaired the contact problem on the power supply plug. The sys operates as intended.